Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 32 mg/dl which was treated with carbohydrate intake. The customer also reported the transmitter was not blinking when connected to charger and charger does not blink when transmitter connected. Customer declined troubleshooting for low blood glucose. The insulin pump/transmitter was not replaced or returned for analysis.